Event description:
It was reported by the customer that the pyxis medstation es system drawer 7 is not detected on bus. The customer stated that there was no delay in accessing medication as they were able to get a medication through pharmacy in the meantime. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has faulty controllers. A field service engineer, replaced drawer controller board and drawer module controller to resolve the issue. The system functioned as intended.